Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for 1 patient sample tested for chol2 cholesterol gen.2 (chol2), trigl triglycerides (trigl) and hdl-cholesterol gen. 4 (hdlc4) on a cobas 8000 c (701) module between 4:15 p.m. And 5:53 p.m. On (B)(6) 2018. Based on the information provided, the chol2 results were erroneous. The erroneous results were not reported outside of the laboratory. The initial chol2 result was 100 mg/dl. The repeat result was 202 mg/dl. No adverse event occurred. The chol2 reagent lot number was 28002601 with an expiration date of 30-jun-2018. The field service engineer (fse) visited the customer site and identified a misaligned rinse nozzle. The fse re-aligned the rinse nozzle. The customer ran qc and the results were acceptable.

Manufacturer narrative:
The investigation determined that the rinse nozzle issue found by the fse was the root cause of the event. The customer stated the issue has been resolved.